Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. It was reported the patient was unable to connect with the ins since the end of the last week prior to the report. The patient had a new recharger and nothing unusual had happened in their life, no vacation and she was not unwell. It was also noted the ins was discharging quicker than it used to. The ins was rebooted on the day of this report and stimulation was switched on again. All impedances were in normal range other than c/0 at 2095 ohms, which was not being used. The ins had not been charged since (B)(6) 2019 and the ins reached overdischarge, but was successfully recovered and a power-on-reset (por) was observed. Post-overdischarge device recharging was reviewed with the health care provider (hcp). No patient symptoms/complications were reported.